Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the unit down due to low vacuum warnings. The fse inspected the unit and in order to solve the issue, the fse lubricated and replaced diaphragms on compressor to ensure proper vacuum. The fse then ran the unit on the trainer for an hour, and no further low vacuum messages were received. The fse then performed functional testing and safety checks, and the unit passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use.